Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one tapered screw vent (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracturing at the collar along with debris on the external threads of the implant and dried blood inside the implant drive feature. Device history record (DHR) review was completed for the subject lot number 61435632. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61435632) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified. Additionally, bone loss is non-verifiable with the information available.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. UDI not available. PMA/510(k) number: k013227.

Event description:
It was reported that the implant fractured at the neck portion and it was completely removed. Symptoms as a result of the event: bone loss.